Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced one leaking insulin cartridge and a separate damaged cartridge that cracked after being dropped, and the user rewound the piston in the ilet cartridge chamber as part of troubleshooting and education was provided; no device alerts or alarms were reported and blood glucose levels were not affected. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no need for medical intervention. Investigation included a review of complaint details and user troubleshooting. Investigation of this case revealed user handling contributed to the damaged cartridge, and the leaking cartridge could not be evaluated because it was discarded. It was concluded that the event did not result in patient harm and was attributable to handling rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.